Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The malfunction was duplicated and attributed to a faulty shield on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device, the device failed leakage current test. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction